Event description:
Pt reports pump (B)(4) doesn't beep. One day earlier this month he looked down and after a full day, his cartridge was still three quarters of the way full. Advised we would send replacement for delivery tomorrow. Unk if it contributed to injury. Back up device available. No other info available. Reported to (B)(6).